Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6.1 and 6.2 were both giving the same error message: 'device not detected on bus'. A field service engineer found that drawers 6.1 and 6.2 were off the bus. The engineer checked both controller boards, and both were reading greater than 1k ohms. The field service engineer replaced the half-height pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.